Manufacturer narrative:
The complaint of nuisance ail alarms could not be confirmed or replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no device or logs were returned. No service history record or production failure record was performed since no source device serial number was reported by the customer. A technical consultant was onsite and performed ail alarm troubleshooting with the nurses on duty. The consultant reported no devices will be returned. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported during a technical practice consultant site visit that the nurses in the outpatient infusion center stated that they have had experiences with nuisance ail alarms. The nuisance ail alarms did not delay treatment or impact patient care. Ail alarm troubleshooting and education was performed at the time of the site visit. There are no specific event details to be provided.